Manufacturer narrative:
Date sent to the FDA: 02/07/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a natural birth on an unknown date and suture was used. The suture needle pulled off the suture when sewing during a natural birth. The needle was taken out. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.